Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. During insertion of the ntw clip (lot: 30620r1069) into the steerable guide catheter (sgc), a clot was observed on the right and the left side of the transeptal puncture. Heparin was administered. The clot was aspirated, but a second clot appeared. The sgc was removed and the thrombus was attempted to be aspirated with the trasseptal puncture sheath. During aspiration, there was a change in EKG resulting in aborting the procedure to prevent an embolic event. Angiogram was performed and occlusion of anterior descending artery. A guide was placed in the artery which resolved the occlusion. Procedure ended with mr unchanged grade 3. The physician thought it was related to patient's comorbidities. Minimum activated clotting time (act) was maintained at >250 seconds.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported thrombus appears to be related to patient condition (thrombotic disease). The reported myocardial infarction and non-specific EKG changes appears to be a cascading event of the thrombus (occlusion of anterior descending artery). The reported patient effects of EKG/ECG changes (cardiac arrhythmias), thrombosis/thrombus, and myocardial infarction, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a